Manufacturer narrative:
(B) (4).

Event description:
It was reported that following a battery replacement (refer to manufacturer's report #3004209178200906575) the patient had good left side coverage and some right side coverage. Impedance was fine. The patient's device was reprogrammed multiple times and they were still unable to get right side coverage. The patient used her device 24/7 and stated that it "doesn't do me any good if I don't have full functionality of it". The hcp had been increasing her medication in her intrathecal pump to help alleviate the additional pain, but the pain kept getting worse. The patient was working with several hcps and her insurance company to schedule a lead revision.